Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of above 600 mg/dl with diabetic ketoacidosis. The customer was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2022 with no permanent damage. Customer alleged that the pump did not deliver insulin as intended. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.